Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the massive opacities and glistenings were noticed on the lens. The lens was not explanted and remained implanted. Additional information has been requested and received stated that there was no patient impact and patient was not hospitalized. No further information available.